Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5024m-52, lead, implanted (B)(6) 1993. (B)(4).

Event description:
It was reported that the right atrial (ra) lead triggered a lead warning. Oversensing and undersensing was noted it was also noted that the impedance measured higher in unipolar than in bipolar. Reprogramming was performed. The lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.